Manufacturer narrative:
The technician replaced the non hill-rom mattress with a hill-rom mattress, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed exit would not alarm, due to a non hill-rom mattress being used, which was too heavy and would not allow the bed exit alarm to function.